Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿balloon molding¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:"indication for use: drainage of urine.directions for use:1. Visually inspect the product for any imperfectionsor surface deterioration prior to use. If packageis opened or if any imperfection or surfacedeterioration is observed, do not use.2. Using proper aseptic methods, remove catheterfrom package.3. Prepare patient per hospital/nursing recommendedprocedure.4. Proceed with catheterization using standardtechniques.5. Inflate the 10ml balloon with a maximum of 10mlsterile water by using a water- illed luer-tip syringe.do not use a needle tip syringe to inflate balloon.6. Connect catheter to collection container.7. To deflate the 10ml balloon, gently reinsert the luertip syringe into the valve and aspirate.caution:to deflate catheter balloon: gently insert a luer slip tipsyringe in the catheter valve. Never use more forcethan is required to make the syringe ¿stick¿ in the valve.allow the pressure in the balloon to force the plungerback and fill the syringe with water. If you notice slowor no deflation, re-seat the syringe gently. Use onlygentle aspiration to encourage deflation if needed.vigorous aspiration may collapse the inflation lumen,preventing balloon deflation. If permitted by hospitalprotocol, the valve arm may be severed. If this fails,contact adequately trained professional for assistance,as directed by hospital protocol. Should balloon ruptureoccur, care should be taken to assure that all balloonfragments have been removed from the patient.this is a single use device. Do not resterilize anyportion of this device. Reuse and/or repackaging maycreate a risk of patient or user infection, compromisethe structural integrity and/or essential material anddesign characteristics of the device, which may leadto device failure, and /or lead to injury, illness or deathof the patient.valve type: use luer slip tip syringe. Do not use needle.recommended inflation capacities5ml balloon: use 5ml sterile water10ml balloon: use 10ml sterile water30ml balloon: use 35ml sterile waterdo not exceed recommended capacities.by or on the order of a physician.storage: store catheters at room temperature away fromdirect exposure to light, preferably in the original box.caution: do not aspirate urine through drainage funnel wall.warning: on catheter, do not use ointments or lubricantshaving a petrolatum base. They will damage latex and maycause balloon to burst.after use, this product may be a potential biohazard.handle and dispose of in accordance with acceptedmedical practice and applicable local, state and federallaws and regulations.caution: this product contains natural rubber latexwhich may cause allergic reactions.sterile unless package is opened or damaged.do not use if package is damaged.recommended indwelling time not to exceed 28 days."corrections: d, g, h.h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the foley catheter had been blocking or bypassing which was down to clinical practice and catheter management rather than the product failure. Per follow up with the ibc via email on (B)(6) 2021, the foley catheter had been bypassing and blocking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Event description:
It was reported that the foley catheter had been blocking or bypassing which was down to clinical practice and catheter management rather than the product failure. Per follow up with the ibc via email on 22feb2021, the foley catheter had been bypassing and blocking.